Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging an intermittent power issue. Reportedly, the pump would power on with a new battery with audible tones and blank screen, then the audible tones would fade and power off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: once instance of the pump rebooting was observed in the pump history. The reboot is preceded by a replace battery alarm. No damage was found to the battery compartment. During evaluation the pump was able to power on properly and was exercised for 24 hours with no issues. No issues were found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.